Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1zc64, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they felt the wires in their lower back above their rear end protruding. They did not know where their ins was and felt like it moved. The patient was directed to their hcp to follow up. No further device issue alleged / identified. No further patient symptoms or complications were reported.